Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels, high ketones and vomiting, while wearing the pod. No other information was provided on this event.

Manufacturer narrative:
The downloaded data returned a 0x45 alarm, indicating ¿sma wire 2 is open¿. A timeout occurred at the end of the device¿s run. The front sma wire was observed to be broken at the anchor. The root cause of the alarm could be determined as the broken sma wire.